Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was hospitalized for another indication. While hospitalized, the patient acquired peritonitis. The cause of the peritonitis was unknown. Treatment for the peritonitis event was not reported. At the time of report, the patient never recovered from the event. Dianeal therapy was ongoing until the time of death. No additional information is available.